Event description:
The customer reported that blood pressure measurement was unreliable. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number:(B)(6). The unit shipped to a philips authorized bench repair facility by a distributor and analysis was performed by a philips bench repair technician (brt). Results of the testing cited the nbp pump could not calibrate and the pressure board was defective. To resolve the issue, the brt replaced the nibp pump and the pressure board. After both components were replaced, the unit was tested and it was returned to working specification. Based on the information available in the case and the testing of the unit, the cause of the reported problem was confirmed to be the nibp pump and the pressure board. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.